Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was low on charge (around 5% or lower) when the customer plugged the pump in to charge. Subsequently, the pump became unresponsive and stopped all insulin delivery. The customer's blood glucose level was impacted 507 (mg/dl). The customer took a manual injection. It was indicated that the customer had a backup pump available for alternate insulin therapy.